Event description:
The invisx locks were used to fixate a flap in 2001. The skull was in several bone pieces. The flap was created by suturing the pieces together. Since the pieces were only stitched together, they became somewhat loose and moved. One invisx lock dislodged and worked its way through two bone pieces to the outside of the skull. The lock was still intact and has not been removed.